Event description:
The customer reported that the device jaws could not be re-opened during a procedure. It is unk if the device was applied to tissue when this occurred. The surgeon opened another instrument and successfully completed the procedure. There was no pt injury. Add'l questions have been asked to the site contact.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.